Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the insulin gauge was inaccurate. There was no impact to customer's blood glucose. After additional training, it was observed that the customer was not holding the cartridge correctly while filling the cartridge with insulin. Customer has had no further issues.